Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted on (B)(6) 2020. Upon removal of the sensor on (B)(6) 2020, the sensor wire remained in the skin. The patient was evaluated by a physician because the area was red, deformed and painful. No other details were documented. There was no report of medical intervention. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.